Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a head scan MRI. The devices were checked for impedances and turned off. It was noted that the patient was in eri and should schedule replacement. There was no complaint regarding longevity of the battery life. The patient reported that after the MRI and devices were turned back on that they had tremors in their right hand that persisted through the next day. The patient was told to contact their managing physician for medical direction and/or reprogramming. The patient reported they left the device off for the night. It was unknown if the issue was resolved. No surgical intervention occurred. There were no further complications reported.